Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of atrial capture and sensing was observed. X-ray imaging revealed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4).